Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and testing to evaluate this system. The caller will discuss the issues with the physician and stated they plan to continue to monitor this patient for now. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a red alert was received for this system due to out of range shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.